Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The customer replaced the flow sensor assembly; however, the reported issue did not resolve. The customer then reported that they found a leak in the bacterial filter in the patient circuit. Reportedly, the customer addressed the leak and unit now passes flow testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. This device was not evaluated by a philips employee. The customer resolved the reported issue.

Event description:
It was reported that the air-oxygen flow accuracy failed for a v60 ventilator. Reportedly, the air flow accuracy was out of tolerance when the setting was 120 lmp. It was reported that the display value was 119.9; however, the certifier measured 101 lpm. The ventilator was not in use on a patient at the time of the reported event.